Event description:
It was reported that, while the patient was manipulating this inflatable penile prosthesis, they felt a pop and the device stopped working. A revision surgery was performed and fluid loss was confirmed. The device was explanted and replaced. No patient complications were reported.